Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with debris under the left (os) flap resulting in inflammation. A brief description from the surgery center indicated the left eye was noted with inferior flap debris with corresponding inflammation. The patient had commented on having a foreign body sensation (fbs) and vision was good. A flap lift and rinse was performed and symptoms have resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -6.25 x -.25 x 165, left eye pre-op 20/20 -6.50 x -.50 x 171. Post-op; bcva from (B)(6) 2015: left eye post-op 20/25.